Manufacturer narrative:
When this event occurred the establishment registration number was (B)(4) manufactured by (B)(4). This facility has been closed and the products are now manufactured by (B)(4). Establishment registration number (B)(4). The customer was contacted on (B)(4) 2011. She stated that she mailed a medwatch to the FDA on (B)(4) 2010, per the direction of her risk manager. It was stated that the patient had a pre-op diagnosis of right shoulder pain, possible bankart injury. Post op diagnosis was right shoulder arthroscopy, and debridement of posterior and superior labrum and bicep tendons. The patient had been on the accufuser for two days. Medication in the accufuser was 0.5% marcaine. No epinephrine was used. (B)(6) cannot confirm the basis of this complaint. Significant time has passed between the event and the allegation of a product defect. No product is available for investigation. (B)(6) believes that it products do not lead to narrowing of the joint space and/or chondrolysis when used according to the product's labeling and directions for use.

Event description:
Pump was purchased from distributor in (B)(4) 2006. Doctor believes patient's complications are related to the accufuser postop pain control pump. Patient was injured by the complete loss of the joint space (chondrolysis). Glenohumeral arthrosis was the doctor's diagnosis. Surgery was performed on (B)(6) 2006. Patient was reevaluated on (B)(6) 2010. The patient's wife also called and stated that her husband developed chondrolysis and has had pain since the surgery in 2006 and that the doctor was going to file a complaint with the FDA regarding this complaint.